Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and complex regional pain syndrome. It was reported that the patient's implant was removed on (B)(6) 2017 because they had a herniated disk where the leads came out of the spin, which resulted in more pain after they returned to work. There were no reported issues with the ins itself. The patient wanted to donate their external devices. No further complications were reported.